Event description:
A facility representative on behalf of the facility reported that the haptic would not fold correctly. There was no patient contact. The procedure was completed on the same day. As per the surgeon's opinion, bad lens was the reason which contributed for the event. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).